Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the per wo evaluation, the sensica urine output device body control module (bcm) was unable to pass the screen calibration portion of software upgrade. Needs new body control module (bcm).

Event description:
It was reported that the per wo evaluation, the sensica urine output device body control module (bcm) was unable to pass the screen calibration portion of software upgrade. Needs new body control module (bcm).

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed body control module. The device was evaluated upon receipt. Devices bcm is unable to pass the screen calibration portion of software upgrade. Needs new bcm. Device bcm was replaced. Upgraded to current software revision. Testing was performed. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.